Event description:
It was reported that during stride case, received a error message for the infrared camera, during the registration process. Also the registration was slow and the check point was off by 5.4 mm.

Manufacturer narrative:
The device was used in treatment and case log files were returned for evaluation. The initial visual investigation for software logs found that: after planning and before cutting, the femur checkpoint did not move and the tibia checkpoint had errors seven times ranging from 2.13-5.35mm. This was replicated on an in house system. The tibia tracker was tightened in such a way that there was room for a very slight movement, but still felt rigid enough. Then with some vibration, the tracker moved, and it had moved 5.35mm. Smaller errors around 2mm could have been due to the surgeon holding the point probe tip lightly off center in the checkpoint instead of right in the center. Since this occurred prior to any cutting and the checkpoints were redefined, this not affect or cause any issues during cutting in this case. The probable cause of the issue was user error. DHR review found that the software version has been validated. A complaint history review found similar reports. A relationship between the device and the reported event could be established.